Event description:
It was reported that pump displayed malfunction alarm identified as malf 9, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided pump reset instructions, assisted customer with resetting pump, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if malfunction alarms appeared again, which customer acknowledged and understood.